Event description:
A customer contacted haemonetics on (B)(6) 2012 to report "blood spill," on an orthopat machine. No operator/patient injury.

Manufacturer narrative:
The device was evaluated and fluid ingress was found. There was damage to key electrical components. The components that needed to be replaced are the power supply, centrifuge, distribution board, ac filter, (driver/dist), cable (controller) and dc wire harness. The device has been upgraded and will be returned to customer. (B)(4).